Event description:
The physician attempted to deliver a resolute integrity over the wire (otw) drug eluting stent to the posterior descending artery which was reported to have moderate tortuosity and 90%, tight stenosis. The lesion had not been pre-dilated. The device was unable to cross the lesion and upon removal it was noted that the proximal end of the stent was badly damaged. Information provided indicates that the stent may have caught on guide catheter or y-adapter. The case was successfully completed with another resolute integrity otw. No patient issue reported. Device evaluation the stent was positioned between the marker bands as per specifications. The proximal segments were raised and pulled distally.

Manufacturer narrative:
Evaluation: results: failure to follow instructions (IFU instructs the user to pre-dilate the lesion). Inherent risk of procedure (failure to deliver stent and stent deformation). Patient's condition affected effectiveness of device (90% stenosis, moderate tortuosity). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (90% stenosis, moderate tortuosity). User error contributed to event (IFU instructs the user to pre-dilate the lesion). (B)(4).